Event description:
It was reported the non-sustained right ventricular oversensing episodes were observed. Upon interrogation, the oversensing issue was due to the myopotential. The implantable cardioverter defibrillator was reprogrammed. The patient was asymptomatic and remained stable.